Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump had moisture damage. Customer's blood glucose was 8.0 mmol/l. The customer forgot to remove the device when going into the pool. The customer was advised that the device would be replaced. The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose was 8.0 mmol/l. The customer stated the numbers keep scrolling. The customer stated went into the pool with pump on. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.

Manufacturer narrative:
The insulin pump was received with moisture found on the keypad traces. All of the buttons functioned properly, no unresponsive buttons noted and no scrolling noted. No moisture damage noted on the electronic assembly or motor assembly. The insulin pump has battery tube threads cracked, cracked reservoir tube lip and minor scratched lcd window.